Event description:
The device was being utilized for access to perform an endovascular repair. The sheath valve leaked resulting in substantial blood loss to the pt. Upon an attempt to exchange the sheath, a coil previously placed in the pt's internal iliac vessel was dislodged. In view of the time taken and blood loss, it was decided to take the pt to or for retrieval of the coil and endovascular repair.